Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
-----

Manufacturer narrative:
The lead was subsequently returned for testing. Visual inspection noted blood and body fluid in the lead lumen. Resistance testing confirmed the electrical continuity of the lead. Clinical observations of dislodgement cannot be confirmed with laboratory analysis. Final analysis was able to confirm the observation of lead occlusion as the guidewire got stuck at 733 mm due to dried body fluid in the lead lumen. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this left ventricular lead had dislodged. A revision procedure was performed but the physician was unable to reuse the lead due to it being occluded. No adverse patient effects were reported.